Manufacturer narrative:
The complaint of air in line on the nc100 could not be confirmed by investigation. Received one photo showing the two neutrons attached to a mating device. No damages or anomalies can be observed in the photo. Received a series of photos showing a neutron. There was slit propagation observed on the seal. No samples were returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Manufacturer narrative:
The device is not available for investigation, however a sample photo was provided by the customer. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a neutron. The reporter stated that the site had experienced an incident of air in the line. There is unknown patient involvement, and no report of patient harm.